Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in clinic on (B)(6) 2020 with noise over-sensing from their right ventricular lead. Patient also said they "did not feel normal". Noise could not be reproduced in the clinic. Lead was capped and replaced on (B)(6) 2020. Patient condition after the procedure was stable.